Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: the correct date of explant is (B)(6) 2013; not (B)(6) 2013 as previously reported. This report is filed (B)(4) 2013.

Event description:
Per the clinic, the patient experienced a lack of auditory benefit with device use, and the issue could not be resolved. The device was explanted on (B)(6) 2013, and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
This report filed october 10, 2013.